Event description:
It was reported that the patient presented in clinic for aveir leadless pacemaker (lp) implant procedure. During the procedure, it was observed that the novel lp failed to separate from the catheter. The procedure was completed using an alternate lp on (B)(6) 2026. The patient was stable.